Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to verify prime/fill anomaly due to motor error alarm. Unit was received with moisture damage on electronic assembly.

Event description:
The customer reported via phone call the insulin pump was exposed to swimming pool and had prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.